Manufacturer narrative:
Date of event: exact date unknown, event occurred approximately one year ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was frequently charging the ipg and taking longer time to charge. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg will not be returned.